Manufacturer narrative:
(B)(4).

Event description:
It was reported on 05/23/2016 that the patient is experiencing swelling over the generator and lead. At first, it was stated that there hasn't been any trauma to the area but looks like his body is actually rejecting the device and lead. The patient was recently implanted on (B)(6) 2016. The patient was taken back to surgery on (B)(6) 2016 to drain the blood from under his skin and it was stated to look much better. The patient's device was interrogated on (B)(6) 2016 and the device was fine. More information from the physician showed that the patient actually fell from a play structure and caught himself with his arms which is believed to be the cause of the swelling. No further interventions are being taken.